Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was over 40 mg/dl,and 19 mg/dl, 20 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose with food. Based on customer¿s report customer did allege over delivery because the customer doesn't use a lot of insulin. The insulin pump will not be returned for analysis.